Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Cause was not known. Reportedly, customer required 3rd party assistance, customer's partner called the paramedics to assist with customer's blood glucose level. Paramedics administered glucose intravenously to customer. No additional information was available.